Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier failed. The field service engineer (fse) logged into the station and verified the firmware in hardware test application (hta). The usb cable was disconnected and reseated, and the station was restarted. After logging back into hta, the bio-ID was tested multiple times and functioned correctly. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identification indicates required maintenance and required witness before login. There were no adverse events or injuries reported based on this event.